Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected. The customer¿s blood glucose level was 193 mg/dl. The customer was assisted with troubleshoot and the customer stated that pump has not been exposed to temperatures below 41°f. The customer was advised to clear the power loss alarm and complete the reservoir and tubing process. It was explained that the process should resolve the power error detected condition. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. The device passed displacement test properly. Pump error 25 alarm due to connector resistance issue.